Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the right ventricular lead the parameters on the lead became worse due to the patient's myocardial necrosis. The threshold was high and there was no pacing signal. The physician arranged operation to reposition the lead. During the procedure, the lead could not be separated from cardiac muscle, the lead helix was observed could not be retracted under x-ray. The physician was able to explant the lead and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.